Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure

Event description:
It was reported that during a brevera procedure on march 31st , the needle became stuck in the patient and had to be pried out. The patient did not require additional medication or surgery but will require additional imaging and the patient will have her procedure rescheduled entirely. The needle had to be removed with a important amount of force from the breast. The customer provided images in which the blade can be seen exiting the aperture. No other information is available.

Manufacturer narrative:
Device received . Visual inspection was performed and it was found that inner cannula is damaged and it exits the aperture. Functional testing was performed, vacuum was attained as well as saline flowing through the aperture, nonetheless, when performing the cutting performance step, the blade exits aperture and a driver error was given by the console. Hence the complaint can be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.